Manufacturer narrative:
The customer maintenance staff member informed arjo about an incident with arjo alenti hygiene lift and arjo century bath involvement that happened in (B)(6) in (B)(6), USA. According to information provided by the facility staff, the caregiver was transferring the resident to the bath using alenti lift. When the resident was at the highest point, he leaned forward and the lift tipped on the side of the bath, crushing the bath shell. No injury was sustained. Alenti lift was inspected by arjo technician after event. The device was functional, but there were several failures found: the seal on the outer pillar was missing, one brake was not working and one safety arm was bent down. It is unknown if those failures were present before the incident or are effect of device tipping. The lift was serviced internally by the customer, the last service was dated on 31 july 2020. Arjo technician asked the facility staff how was the resident positioned on the alenti chair, but no answer was given. Alenti instructions for use (04.cd.05_5us,ca) provides the information related to correct and safe device use, such as: ¿always pay close attention to the resident during transferring, transporting and bathing.¿ ¿the resident should understand and respond to instructions to stay seated in an upright position.¿ ¿warning: to avoid bodily injury from alenti tipping or resident sliding out of the seat, make sure that the resident is positioned correctly on the alenti.¿ in summary, according to the gathered information, the alenti hygiene chair was used for patient handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device there was a technical deficiency found, but it was not related to the event. This complaint was decided to be reported to the regulatory authority in abundance of caution, due to indication of a device tipping with a patient on it. No injury was sustained.

Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
The facility maintenance staff member informed arjo about an incident with arjo alenti hygiene lift and century bath involvement. The caregiver was transferring the resident to the bath using alenti lift. When the resident was at the highest point, he leaned forward, and the lift tipped on the side of the bath, crushing the bath shell. No injury was sustained.